Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and ok keypad buttons had been intermittently unresponsive for a month and the issue has gotten worse. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.